Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. It is likely the foreign material remained in the device because reprocessing deviated from the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscopes insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: (a.) The customer cleaned, disinfected, and sterilized the device prior to sending it to olympus. (B.) The customer believes the foreign matter is in the entry space / towel for wiping. (C.) The customer flushed the air/water nozzle with water and air. (D.) There were no abnormalities in the accessories for reprocessing. (E.)the customer did not presoak the endoscope in the detergent solution. (F.) The customer wiped/brushed the air water nozzle with clean lint-free cloths, brushes or sponges. (G.) The customer flushed the air,water nozzle, and channel with the detergent solution. The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. The air / water flow issue was from the nozzle being clogged with foreign objects. And was due to insufficient cleaning. Additional findings are as follows: (a.) Due to clogging of nozzle; air supply volume does not meet the standard value. (B.) There was poor nozzle or water contact. (C.) There is insufficient air supply. (D.) The transmission has insufficient amount of water. (E.) The objective lens has a scratch. (F.) The image guide snake tube has a scratch. (G.) The plastic distal end cover cover is crushed. (H.) The lens glass coil wrinkles. (I.) The image guide coil side scratches. (J.) And the control side has scratches on the connector side. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera gastrointestinal videoscope had air/water nozzle clogging. The event took place during re-processing. The unknown procedure was considered diagnostic. There was no report of patient or user harm or injury associated with this event. The subject device was subsequently evaluated by olympus. The evaluation uncovered the nozzle has foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction [foreign material] found during the evaluation.